Event description:
Procedure type: laparoscopy. According to the reporter: during operative procedure, endoscopic stitch broke off from the needle. A kub was completed, a frontal supine radiograph of abdomen, and the needle was located and removed from patient.

Manufacturer narrative:
(B) (4). (B) (4).